Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the torn chord and worsened mitral regurgitation due to the multiple grasping attempts. It was reported that the patient underwent a successful mitraclip procedure on (B)(6)2021 to treat functional mitral regurgitation (mr). However, the patients mr returned to a grade of 3+ due to progression of disease. The previously implanted clip remained stable on both leaflets and there was no tissue damage noted. On (B)(6) 2022 an additional procedure was performed. The clip delivery system (cds) was advanced and placed medial to the previously implanted clip. Due to poor imaging multiple grasping attempts were made and a posterior chord was torn. The cds was removed from the patient and the procedure was aborted. The patients mr increased to a grade of 4 and the patient is under consideration for surgery. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported inability to grasp appears to be related to poor image resolution. A cause for the reported poor image resolution could not be determined. The reported patient effects of tissue injury and mitral regurgitation (mr) are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported tissue injury appears to be a cascading effect of the reported positioning failure. The reported mr was due to progression of disease and tissue injury. The reported serious injury was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.